Event description:
Product fired but the product would not release from the wound. There was a problem with the handle. Once product was removed it did show that the product did deploy correctly. There was no patient harm.